Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system provided inappropriate anti-tachycardia pacing and delivered one inappropriate shock. Technical services reviewed and advised that inappropriate therapy was delivered due to undersensing of the atrial channel which resulted in a ventricular rate greater than atrial rate treat condition. This crt-d remains in service. No additional adverse patient effects were reported.